Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The surgeon did not remove the suture positioning line(s) from the mesh when the procedure was completed. It was reported that the problem has been resolved.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device - positioning lines left behind. Conclusion: user error caused the event. The attending physician did not remove the suture from the mesh when the procedure was completed.